Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the target lesion. The device was removed and it was noted that the tip of the metal stent was deformed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.